Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of over 40 mg/dl. Low bg cause was not known. The customer received third party assistance from their doctor, who had the customer sit down so the doctor could shoot glucagon into the customer¿s nose to address bg. This event did not cause an injury. In addition, the customer consumed glucose tablets and replaced their infusion set to resume insulin.